Event description:
Reference number (B)(4). Event occurred in argentina. It was reported that the 8 out of 10 infusion sets that came in the same box were damaged and packaging was melted. No further information was available.